Event description:
During a gastrectomy procedure, staple malformed. Then the doctor changed the cartridge and re-attempted, but received the same result. Another device was used to complete the case. There were no adverse consequences to the pt.